Event description:
Catheter broke during removal. Contact anonymous. No other info provided. Medwatch (B)(4) has "product problem" checked, with an outcome of "hospitalization." Implant date of (B)(6) 2008 and an event date of (B)(6) 2008 are listed. Report indicates that the sample is available.

Manufacturer narrative:
Evaluation summary: the info contained herein is based on the info provided by the initial reporter. The product was not available for evaluation and investigation. Without the actual product or details of the incident, an analysis cannot be conducted. The medwatch (B)(4) indicated that an adverse event had occurred with an outcome of hospitalization. The technique used in the removal of the catheter may have contributed to the reported incident. The directions for use (dfu) contains cautions: "if resistance is encountered or catheter stretches, stop. Continued pulling could break the catheter. It's advisable to wait 30 to 60 mins and try again. The pt's body movements may relieve the catheter to allow easier removal. If catheter is still difficult to remove, an x-ray is recommended. Do not cut or forcefully remove catheter." The device history record for lot 7c2077 was reviewed, and the lot was released per specification. The lot complaint history review found only one other complaint filed for this lot. The medwatch report indicated the sample was available for evaluation, but FDA could not release the name of the reporting party. Without the name and contact info of the reporting party, I-flow cannot request the sample for evaluation. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.